Event description:
In 2008, the pt stated that while she was changing the insulin cartridge the plunger became stuck to the piston rod of the infusion device and about 14 units of insulin spilled into the cartridge compartment. The pt was instructed how to remove the plunger from the piston rod and she was advised to dry the insulin from the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.